Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise approximately two months after the initial s-ICD implant procedure, but then continued throughout the duration the device was implanted. Additionally, approximately three months after the initial implant, the device feature smart pass became disabled as a result of detecting low amplitudes. This was observed again approximately a couple years after the first disablement. Recently, it was reported that the patient received six inappropriate shocks as a result of oversensing noise signals. Subsequently, the patient was seen in-clinic and the physician opted to turn device therapies off. Ultimately, the patient underwent additional intervention as the physician suspected the result of the inappropriate shocks and noise was due to an electrode fracture. The s-ICD and electrode have been successfully explanted. It was reported that the patients condition has improved, therefore, at this time, the physician is opting to not replace the device system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported inappropriate shock, lead body damage, oversensing, noise, and low amplitude.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise approximately two months after the initial s-ICD implant procedure, but then continued throughout the duration the device was implanted. Additionally, approximately three months after the initial implant, the device feature smart pass became disabled as a result of detecting low amplitudes. This was observed again approximately a couple years after the first disablement. Recently, it was reported that the patient received six inappropriate shocks as a result of oversensing noise signals. Subsequently, the patient was seen in-clinic and the physician opted to turn device therapies off. Ultimately, the patient underwent additional intervention as the physician suspected the result of the inappropriate shocks and noise was due to an electrode fracture. The s-ICD and electrode have been successfully explanted. It was reported that the patients condition has improved, therefore, at this time, the physician is opting to not replace the device system. No additional adverse patient effects were reported.